Event description:
It was reported that when the surgeon got ready to mill distal femur during a cori tka procedure, he depressed the pedal and got a drill disconnect. They troubleshot appropriately, got ready to distal mill and surgeon received a second drill disconnect. The procedure was completed with a 10 minute delay by changing to manual procedure. No patient injury or other complications were reported. There are no operative reports or images available. No other interventions were necessary. Surgeon was not happy.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial sn (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. A kpc was performed and passed. A case was run and there were no errors present throughout it's entirety. The drill functions as intended without any issues. A review of customer log files revealed that the customer did not provide the logs for the date of the reported incident. Therefore, a log file review cannot be completed. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Although the reported problem was not confirmed through a visual, functional or log file review, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed. 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The reported incident was assessed from a clinical/medical standpoint: the surgeon resorted to manual procedure. No patient injury or other complications were reported. There are no operative reports or images available. No other interventions were necessary. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. A kpc was performed and passed. A case was run and there were no errors present throughout it's entirety. The drill functions as intended without any issues. A review of customer log files revealed that the customer did not provide the logs for the date of the reported incident. Therefore, a log file review cannot be completed. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is improper/no connection between the cori drill and console.. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The reported incident was assessed from a clinical/medical standpoint: the surgeon resorted to manual procedure. No patient injury or other complications were reported. There are no operative reports or images available. No other interventions were necessary. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.